Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The physician elected to replace the device.